Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for non-device related issues. Review of the ectrograms revealed competitive atrial pacing on the pulse generator. No further information could be obtained.